Manufacturer narrative:
This is 2 of 3 medwatch reports regarding this event. This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating/sg not available, sensor glucose vs. Blood glucose. The customer reported blood glucose value of 424 mg/dl. The customer reported hemorrhage/bleeding, hyperglycemia treated with no treatment, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: troubleshooting was performed for the event. The event involved product(s) mmt-332a, mmt-7040ma, mmt-1884l, mmt-874a, mmt-7040ma. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer reports receiving a sensor updating/sg value not available alert. Customer reported blood at site. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040ma. No product return is required for mmt-1884l. No product return is required for mmt-874a. No product return is required for mmt-7040ma. Updated narrative: the sensor glucose (sg) value from the reported event was 279 mg/dl and the blood glucose (bg) value from the reported event was 424 mg/dl and the difference was not within the target range.